Event description:
Caller alleging receiving discrepant inratio value. On (B)(6) 2014: inratio 1.5 repeat 2.6. Ten minutes between testing. Patient's therapeutic range: 2-3.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing on the reported lot number was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiences were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.